Manufacturer narrative:
Lumenis contacted the reporter to request additional information regarding the event. The reporter, a biomed engineer from the facility, explained that a week prior to the event there was a power surge which blew a couple fuses. Biomed took the back panel off the laser to replace the fuses, and when they put the panel back on they must have made an error with the interlock that wasn't detected until the next use (a week later). Once biomed examined the system (after the cancelled procedure), they found the interlock issue and correctly reassembled everything. There have been no issues since, and the problem has been considered resolved by biomed. In addition, the reporter verified that there was no problem with the foot-switch. A review of subject device labeling (0637-117-01 rev.k versapulse powersuite op manual) revealed the following: >>"external door interlock plug - the external door interlock plug must be inserted into the external interlock receptacle on the rear of the laser console for the laser to operate." >>"use of an external door interlock is optional; however, you must insert the interlock plug into the external interlock receptacle whether or not you are using an external door interlock. The laser remains inoperative until the plug is inserted into the receptacle. Although lumenis has determined this event to be solely the result of user error with no other performance issues, and there has been no device-related death or serious injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event.

Event description:
A user facility reported that prior to the start of a procedure in which a lumenis versapulse powersuite 100w laser was being utilized, "interlock and foot switch" messages appeared on screen and the laser would not fire. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.